Manufacturer narrative:
Concomitant medical products: fr995-29 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture, loss of sensing and high undefined impedance were noted on the right atrial lead. The lead remains in use but is scheduled to be revised. No patient complications have been reported as a result of this event.